Event description:
(B)(4) same patient as: 2134265-2012-08328, 2134265-2013-00060. It was reported that during a percutaneous transluminal coronary angioplasty, vessel closure and dissection occurred. In (B)(6) 2012, the patient was admitted due to chest pain that was non-radiating and was associated with nausea and diaphoresis. Cardiac enzyme elevation was consistent with protocol definition of a myocardial infarction. Two days later, percutaneous transluminal coronary angioplasty (ptca) was performed using a 2 mm emerge balloon to treat 80% ostial and mid stenosis in the 2nd diagonal. Following ptca, there was closure of the vessel secondary to presumed dissection. The balloon was withdrawn and a 2.5 x 20 mm promus element plus stent was deployed in the area of occlusion and nitroglycerine was infused. Subsequent angiography showed continued suboptimal flow due to suspected distal edge dissection of the 2.5 x 20 mm promus element stent within the diagonal branch. A 2.25 x 8 mm promus stent was placed in an overlapping fashion distal to the previously placed 2.5 x 20 mm promus element plus stent in the 2nd diagonal. Despite this second stent deployment, the "flow within the vessel was bad and it appeared that the vessel was a high-grade ostial lesion". Following this to treat the ostial lesion in the 2nd diagonal and not to compromise the left anterior descending artery (lad), the patient underwent a t stenting procedure with a 2.5 x 8 mm promus stent placed in an overlapping fashion extending back into lad from the 2nd diagonal. A second wire was used to traverse the stent struts and advance to the distal lad. The emerge balloon was inserted over this second wire and ptca was performed. Following this, another 2.5 x 8 mm promus stent was placed within the lad going across the 2nd diagonal bifurcation. Prior to stent deployment, the proximal wire was withdrawn proximally. The diagonal wire was then used to re-cross back into the diagonal. With both the 2nd diagonal and lad re-crossed, simultaneous kissing balloon inflations were performed in all the four stents using a pair of 2.5 mm emerge balloons, resulting in excellent angiographic results and timi iii flow in both vessels. The 1st diagonal was treated with pcta using the 2.0 mm emerge balloon with 30% residual stenosis. The event was considered recovered/resolved and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).